Event description:
Customer states via phone that during an urodynamics procedure on an unk pt, the fluoro failed. This facility does not have any back up capabilities and the procedure had to be canceled. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.